Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 arjohuntleigh was informed that during using maxi move lift with sling, one of the sling's clip detached from spreader bar of lift and as consequences resident fell through a sling.

Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. Based on the information gathered it appears most likely that the leg clip of the sling detached from the spreader bar of the maxi sky 600 ceiling lift during the patient's transfer. As a consequence the patient fell to floor. It was reported by the facility that there was no injury sustained. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. No malfunctions regarding the maxi sky 600 ceiling lift as well as sling were reported. It can be established that the sling and the lift were being used for patient handling but it appears it contributed to the event possibly due to a use error. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. During the clip detachment the person is likely to fall away from the sling, toward the corner where the clip is not in place: when the leg clip is not attached and under tension with the weight of the person in the sling from the start, a drop can be immediate after not being supported by the chair/bed. If the labelling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. There are additional scenarios, that also involve use that is not following the IFU. During transfer the resident must be turned in the correct direction. As a result the caregiver must manipulate the spreader bar that holds the sling and is able to turn for this purpose. The intended and labelled use is that this occurs by operating and manipulating the spreader bar itself, and not the sling nor the person in the sling. If this labelling is followed there can be no issue. However, it is possible for the caregiver to not have followed the labelling and have used the person in the sling to manipulate the spreader bar. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. According to the instruction for use for maxi sky 600 ceiling lift: -"always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up." The following information was reported by facility: "we determined that the snapper pin was not used allowing the legs clips to come off when the legs were unweighted during the transfer." It should be emphasized that the snapper pin that is referenced in complaint record was added by customer as equipment to prevent clip detachments, not approved by arjohuntleigh. Please note that the labeling of the maxi sky 600 warns the user: "arjo strongly advises and warns that to avoid injuries that can be attributed to the use of inadequate parts, only parts designed by arjo should be used on equipment and other appliances supplied by arjo. Furthermore, unauthorized modi[?]cations on any arjo equipment may affect its safety. Arjo will not be held responsible for any accidents, incidents or deficiencies of performance that occur as a result of any unauthorized modi[?]cation to its products." Consequently to the above, we come to the conclusion that the event was most likely caused by use error, based on the customer information and the simulations performed previously based on earlier incidents. The labelling for the lift device indicates the system should be used by trained personnel that are aware of the IFU contents. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure and risk associated with any unapproved modification of the device. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Event description:
On 09th of december 2016, after few attempts to gain additional information from facility, it was confirmed that arjohuntleigh equipment was involved in the incident. It was reported that during the patient's transfer using maxi sky 600 ceiling lift and the sling it was indicated that one of the leg clip of the sling became loose and detached. As a consequence the patient fell to floor. On 10th of january 2017 it was reported by the facility that there was no injury sustained.